Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: item: 04.503.121; lot: 7753490; manufacturing (mfg) quantity: 27; mfg date: october 14, 2014; manufacturer: tecomet, with inspection and packaging in monument; raw material lot: 7483793 product was inspected and passed and packaged per specification. Certificate of conformance received from tecomet certifying product was manufactured to material, industry and customer standards per requirements indicated per drawing and po. There were no nonconformances (ncs) or reworks generated during the manufacture of this lot. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This patient information is unknown. Explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that mesh collapsed postoperatively. The patient had bilateral cranioplasty done on (B)(6) 2015. No anomaly was observed during procedure. The patient felt headache and drooled on (B)(6) 2016. Then the patient returned to hospital and it was identified that mesh was collapsed. This report is for one (1) ti matrixneuro contour mesh 100mm x 100mm/0.6mm rigid . This is report 2 of 2 for (B)(4).